Event description:
It was reported to tyco/kendall healthcare that a customer had a problem with the single lumen PICC. The customer reports "the PICC leaked from a point about the 1cm to 2cm butterfly stabilizing wing (on white portion of catheter)".

Manufacturer narrative:
A sample has been returned by the customer for evaluation. An investigation is currently underway upon completion the results will be forwarded.